Event description:
Reportedly, after firing, the anvil would not tilt. The anvil came off from the instrument and remained in the cavity. The staples were formed properly, but the tissue was not transected properly. The anastomosis had to be redone with another instrument.